Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre 2 sensor detached prematurely while customer was sleeping. The customer was unable to monitor glucose via sensor, and developed hypoglycemia which made customer "fall to knees" and an ambulance was called. The customer was treated with 2 series of glucose via IV by ambulance, and transferred to a hospital where unspecified further treatment was administered. There was no report of death or permanent injury associated with this event.